Event description:
It was reported by an attorney that a patient underwent a shoulder surgery on (B)(6) 2024 and suture was used. Two of the knots tied in the end of the hidden stitches to close the surgical incision in my shoulder have failed to dissolve within the 6 months advised that this could take. It has now been 14 months and the two remaining knots are still very much lumps in my skin which also cause discomfort. The surgeon who carried out the surgery is aware. No additional information was provided.

Manufacturer narrative:
Product complaint # (B)(4) this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.